Event description:
It was reported that the patient presented in emergency room with pacemaker, right atrial (ra) lead and right ventricular (rv) lead visible through the pocket. The infection was due to mishandling of the stitches after the procedure. One stitch was pulled leaving small hole in the skin. The pacemaker systems were explanted and replaced with dual chamber leadless pacemaker. The patient status was unknown.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.